Manufacturer narrative:
This supplemental report is being submitted as additional information was reported stating that the end user saw an ostomy nurse on (B)(6) 2017 and was provided samples of other convatec products. No further details were provided. Although a photo was received, no evaluation of the sample will be conducted. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional follow-up has been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.   Additional follow-up has been requested but nothing has been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user had little sores on the stoma that look like ulcerations and a cut in the stoma measuring approximately 13 mm. She said there appears to be fluid coming from the area but no bleeding. The end user rubs his stoma with toilet paper when changing his wafer and pouch to catch the effluent. The end user was advised to follow up with doctor and/or an ostomy nurse if the area worsens. Pictures were provided depicting the reported event. No further details have been provided.